Event description:
"Customer calls during phone period and announces that his walker futura with individual number (B)(4) broke the day before when he was out walking with it. Bracket / fork to the left front wheel had gone completely off and he was about to fall over when the wheel suddenly fell off. I arranged so he got a new walker the same day.

Manufacturer narrative:
The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occured in (B)(6).